Manufacturer narrative:
(B)(4). We are in the process of clarifying specific model number of the product from the customer. We are also attempting to obtain the complaint device for evaluation to determine if fisher & paykel healthcare's product caused or contributed to the reported event. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel healthcare representative that "the CPAP masks and prongs become loose and fall out of the generator". There was no reported patient consequences.

Manufacturer narrative:
(B)(4). The complaint bc191 bubble CPAP flexitrunk was not returned to fisher & paykel healthcare for evaluation. Despite our several attempts, we were unable to obtain further information regarding the reported event. Without the return of complaint device and further information, we are unable to determine the cause of the reported event. The user instructions that accompany the flexitrunk infant interface illustrate in pictorial format the correct set-up and proper use of infant interfaces, including the nasal mask and nasal tubing. It also states the following: "connect prongs and mask to nasal tubing ensuring that it is inserted fully." "Check that all circuit connections are tight before use and after any adjustment."

Event description:
A healthcare facility in washington reported via a fisher & paykel healthcare representative that "the CPAP masks and prongs become loose and fall out of the generator". There was no reported patient consequences.